Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device was intermittently powering on, and when powered on, the device would not power off. There was no patient use associated with the reported failure.